Manufacturer narrative:
This MDR supplement is being submitted at this time as an outcome of an internal company audit conducted on product complaint handling. It was discovered that a MDR supplement was not submitted to FDA by previous qa/ra personnel, as required. Device evaluation details from qa in (B)(4): the lens was ejected out from the cartridge. The lens was broken. Parts of the lens was not returned. One haptic was broken at the root. Trace of lubricant was not found on the lens. According to the information, this is not a complaint on the lens. This was strictly a patient issue. No abnormalities were found in production and inspection records of the product. (Serial no: (B)(4), model: fy-60ad). The exact root cause is not determined.

Event description:
The doctor reported that the lens had to be explanted and replaced with another lens due to complication with the patient's eye. The doctor did not think that it is the lens that caused the complication.

Event description:
The doctor reported that the lens had to be explanted and replaced with another lens due to complication with the patient eye. The doctor did not think that it is the lens that caused the complication.